Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and optiumez meter, no trends were identified that would indicate any product-related issues. A tripped trend review was conducted for the reported complaint and precision strip, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller for emergency services reported that they received the message "e-3" on an adc meter and were unable to perform a blood sugar test on a patient. Emergency services transported the customer to the hospital where a reading of 2 mg/dl was obtained on the hospital meter and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller for emergency services reported that they received the message "e-3" on an adc meter and were unable to perform a blood sugar test on a patient. Emergency services transported the customer to the hospital where a reading of 2 mg/dl was obtained on the hospital meter and received unspecified treatment. There was no report of death or permanent injury associated with this event.